Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 504 mg/dl, 501 mg/dl, 144 mg/dl, 123 mg/dl, 113 mg/dl and 103 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The customer's returned meter serial number (B)(4) has been investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. The following readings were found in the meter's memory log: hi (greater than 501 mg/dl) at 18:24, 144 mg/dl at 18:25, 123 mg/dl at 18:27, 103 mg/dl at 18:37 and 113 mg/dl at 18:42. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.